Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is suspected tamponade due to perforation by the delivery system during implant of a leadless implantable pulse generator (ipg). It was noted that a drain was used.